Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed noise over-sensing on the right ventricular (rv) lead resulting in inappropriate sensing and pacing inhibition. The noise was found reproducible via isometric testing. The rv lead was explanted and replaced with a leadless pacemaker. The patient was in stable condition.